Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient underwent a system extraction due to discomfort at the device site. Besides intervention, there were no other adverse patient effects reported. The device and leads will not be returned for analysis.